Event description:
It was reported that the insulin pump went into threshold suspend mode and alarmed low suspend due to an inaccurate sensor glucose reading. The blood glucose reading was 109 mg/dl, compared with the sensor glucose reading of 77 mg/dl. The threshold suspend limit was set to 80 mg/dl. The customer stated that the sensor glucose reading started to rise, so she would continue to sense. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.